Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user hematocrit outside range. Manufacturer contacted customer with follow up phone calls for knowing customer's condition,customer informed feels better; customer did attendance a doctor's appointment since had a recent surgery the blood glucose level is unstable.

Event description:
Consumer reported complaint for e-0 error; hematocrit error. The customer reported symptoms of fogginess, dizziness, and instability. The customer consulted their physician on (B)(6) 2016 in regards to actual blood glucose results and reported symptoms. The doctor advise does not take medication at this time. The test strip lot manufacturer's expiration date is 05/31/2016 and open vial date is (B)(6) 2016.